Event description:
At approx. 1100 am, pt taken in for MRI of head and neck. Pulse oximeter placed on pt's left index finger and blood pressure monitor placed on right arm. Due to flaccid left arm, both arms were secured at elbow with six inch wide strap that went across the chest. MRI completed. Pulse oximeter and bp cuff removed. Pt transported back to critical care. No visible injury noted to left hand at time of transport from MRI. Approximately 30 minutes later, MRI was notified that pt had multiple blisters on left hand, specifically, palm of hand, and finger tips 1 - 4 (not thumb). Third degree burn of fingers and 2nd degree burn of palm. Resulted in partial amputation of fingers.